Event description:
New information received notes that during procedure, the right ventricular lead was stuck and was unable to be removed. The patient was stable.

Manufacturer narrative:
Further information was requested but yet not received.

Event description:
It was reported that patient presented in clinic for patient's right ventricular (rv) lead revision procedure for high capture threshold. During the procedure the lead was not coming out. The lead was capped and replaced on (B)(6) 2021. The patient status was unknown.